Event description:
The patient underwent intrathecal pump replacement and catheter revision on [redacted]. The primary malfunction was identified in the intrathecal catheter, as there was inability to aspirate cerebrospinal fluid despite multiple attempts, including aspiration through the pump side port, direct catheter access using an arrow snap connector, and catheter manipulation with attempts to untangle. These findings were consistent with catheter occlusion or mechanical failure, necessitating surgical removal and replacement of the catheter. Harm to patient: additional surgery for pump replacement due to catheter dysfunction. Manufacturer response for intrathecal catheter, ascenda intrathecal catheter 139.7cm (per site reporter). Picked up for evaluation. Manufacturer response for intrathecal pump, synchromed ii intrathecal pump (per site reporter). Picked up pump for evaluation.